Event description:
It was reported that during a extended right hepatectomy procedure, after closing the device on kthe 3rd stroke of the gun the spring did not return the blade to it's original position. The device had jammed shut on the liver tissue and would not release. The device had to be cut out of the liver tissue. After cutting the device out of the tissue the procedure was continued and completed with success.